Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a dislodged magnet subsequent to undergoing an MRI. Revision surgery to replace the magnet is planned; however has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that surgery to replace the manget was completed on (B)(6) 2018. The implanted device remains. This report is filed on october 25, 2018.